Manufacturer narrative:
Film analysis: the exact cause of the acute spinal cord ischemia occurring during implant, which later resolved after raising the patient¿s blood pressure and adding a drain, could not be determined from the pre-implant CT¿s returned. Images during implant were not returned, and post-implant CT¿s showing the stent graft in-vivo configuration also were not available. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. It is unknown if the widespread thrombus observed within the thoracic, or some other anatomical/physiological factor, may have led to the ischemia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that during the index procedure an acute incidence of spinal cord ischemia occurred. The ischemia was resolved after raising the patient's blood pressure and a spinal drain. The patient is doing well and is symptom free. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.